Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the fx catheter knotted into a bow tie. The knot was observed under x-ray and required surgical removal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.